Event description:
As reported, during a rectopexy procedure, the capsure device was used to fixate the mesh into the bone by applying counter pressure. It was reported that the device fastener failed to fixate at first shot, the surgeon tried firing several fasteners and eventually used sutures to complete the procedure. It was reported that the loose fasteners were removed from patient's body and there was delay in completing the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure device was used to fixate the mesh into the bone, but the device failed to fixate. Based on the information provided the most probable root cause for the failure to fixate is the attempted deployment into bone. The subject device is reported to be available, however has yet to be returned. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure device was used to fixate the mesh into the bone, but the device failed to fixate. Based on the information provided the most probable root cause for the failure to fixate is the attempted deployment into bone. The subject device is reported to be available, however has yet to be returned. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in nov 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated". Addendum: this supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the sample could not be performed as the device was received with all 15 fasteners having been deployed prior to the sample return. There was no damage or manufacturing anomalies identified that would have potentially resulted in the reported deployment issue. The most probable root cause for the failure to fixate is the attempted deployment into bone. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a rectopexy procedure, the capsure device was used to fixate the mesh into the bone by applying counter pressure. It was reported that the device fastener failed to fixate at first shot, the surgeon tried firing several fasteners and eventually used sutures to complete the procedure. It was reported that the loose fasteners were removed from patient's body and there was delay in completing the procedure. There was no patient injury.